Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was over 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer was vomiting and treated their high blood glucose via manual injection. Customer advised the insulin pump was not properly delivering insulin according to the diabetes consultant. Customer will call back to perform the high pressure test when they have the necessary supplies available.